Event description:
It was reported that a spectrum iq infusion pump alarmed about an unspecified failure and needed reset. After the reset the device alarmed again. The critical drip was moved to new pump and placed saline on it, again the pump alarmed. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm other than an alarm saying pump door needed to be closed when it was already closed. The user opened and closed the door but was unable to reset the pump without removing the battery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported pump alarmed something about a failure and needed to be reset, and did not recognize a closed door was not reproduced. A review of the history log revealed multiple events of system error 320 and multiple events "shut door - power off,". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper hook switch did not function as intended. The upper auxiliary assembly requires replacement to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.